Event description:
It was reported that the patient was scheduled for revision of this atrial lead due to an unspecified issue. No additional adverse patient effects were reported. Additional information is being requested.

Event description:
It was reported that this lead was explanted due to an unspecified issue. No additional adverse patient effects were reported. The lead is not expected to be returned.